Event description:
Graft implanted for av access in 2000 in the brachial area. Hemodialysis began one month later. Pt returned as the graft was blocked and a thrombectomy was performed 11 wks later. It was noted that there was no tissue attachment on 5cm of the graft near the proximal anastomosis in the area of the thrombosis. It was also noted that the graft seemed friable, brittle in that area. A 1cm resection was performed.